Event description:
Additional information the issue did not happen while in use with a patient.

Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on battery door and plunger tube grommet separated from the side of top case. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, checked and tested the force sensor were performed. The customer reported problem was confirmed. The investigation, unable to duplicate the force sensor test error at power up and all the force reading were within the required specs. However, the pump plunger tube grommet was found separated from the side of top case. According to the investigation the customer manipulated the pump during self-test, by entering the biome code and cleared the force sensor test error. Investigator?s replaced the pump plunger tube grommet and performed pm maintenance and all functional testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 3500 pump force sensor test failure and broken syringe assembly gasket. No adverse effects were reported.